Event description:
It was reported that this implantable cardioverter defibrillator (ICD) potentially delivered inappropriate anti-tachycardia pacing (atp) therapy during an atrial arrhythmia episode. Technical services (ts) reviewed the device data and determined that the episode was a supraventricular tachycardia (svt) in which the device determined the ventricular rhythm as greater than the atrial rhythm due to undersensed atrial beats, resulting in the delivery of three atp bursts. Ts provided reprogramming options to appropriately withhold therapy. No adverse patient effects were reported. This ICD remains in service.